Event description:
It was reported that 3 syringes 3ml ls 23g 1in tw had scale marking issues. The following information was provided by the initial reporter, translated from chinese to english: "the postmark on the pin body is abnormal."

Manufacturer narrative:
H.6. Investigation: two photos were received by our quality team for evaluation. From the photos, the scale line printing was observed to be rubbed off, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. As no sample was returned for further analysis, the root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 syringes 3ml ls 23g 1in tw had scale marking issues. The following information was provided by the initial reporter, translated from (B)(4) to english: "the postmark on the pin body is abnormal".